Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/5/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: on examination, the battery compartment was cracked along the side of pump and there was moisture corrosion inside the battery compartment. A battery cap was not returned with pump for investigation. A test cap was used for investigation. The test cap was able to attach securely to pump. The pump failed to power on. Product analysis was unable to perform complete investigation due to no power to pump. Leak testing revealed moisture leakage at the battery compartment crack. The pump was opened and no further evidence of moisture damage found. Investigation confirmed/duplicated the complaint.